Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks: a2-a6: not available from facility. Blocks: b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the omniwire was not returned for evaluation, thus no product investigation was performed. Block h6: based on the complaint details, the omniwire separated due to patient condition (calcified mid lad). Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a coronary procedure in a calcified mid lad. During use, the wire got stuck on some plaque and separated. Attempts were made to retrieve the separated portion, but unable to; therefore, it was stented to the vessel wall. The procedure was completed and the patient is doing well. The physician believes the calcium in the vessel caused the malfunction. This adverse event and product problem is being submitted due to the omniwire separation, requiring intervention but retained in patient.